Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on anterior of broken device assessed as a surgical impact opening." Additional, changed, and/or corrected data: b.5, d.9, g.2, h.3, h.6.

Event description:
Patient reported right side rupture and textured implant exchange. Device has been explanted.